Event description:
It was reported that the pt was implanted with a surgical mesh. "Within months after the initial implant procedure" the pt. "As a result of the subject synthetic mesh system," it is alleged that the pt has experienced "mesh erosion, hardening, chronic pain and worsening urination" which led to the need for add'l surgery. It was also alleged that the pt "suffered irreparable bodily injury." No details were provided.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.